Manufacturer narrative:
Associated medwatch-reports: 9610612-2019-00668 (400445428- nx053z) 9610612-2019-00669 (400445429 - nx011z) 9610612-2019-00670 (400445430 - nx120) 9610612-2019-00671 (400445431 - nn260p). Investigation results: the provided devices were decontaminated internally according to internal standards. The implants arrived with only little bone cement residues. The products were examined visually and microscopically. In the delivered condition, the tibial as well as the femoral component show only little bone cement residues. Furthermore it was noticed that the ps post on the meniscal component was removed. The gliding surface of the meniscal component shows hardly visible scratches and imprints. Batch history review - the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is probably usage related. Rationale - there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: · the processing time of the used cement was exceeded · wrong temperature · unfavourable storage · the age of the cement · wrong handling with the cement corrective action - product safety case (psc) 17-19. Any action regarding CAPA will be addressed within the product safety case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx011z femoral component. It was reported that "the patient was experiencing pain, an stiffness. It was suspected . Loose vega tibial baseplate causing a revision to the patient's tka. Tibial baseplate was only fixed to bone in the posterior lateral corner. There was no cement affixed to the implant. Also removed the femoral implant. There was no cement on this implant either." The cement "palacos + gent" was used during the surgery. Outcome of revision: patient is doing well. The adverse event filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2019-00668 (400445428 - nx053z) 9610612-2019-00670 (400445430 - nx120) 9610612-2019-00671 (400445431 - nn260p) involved components: nx053z - as vega ps tibial plateau cemented t2 nx120 - vega ps gliding surface t2/2+ 10 mm - 52264272 nn260p - plug f/tibial plateau